Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-01068 and 2134265-2013-01067. It was reported that during a percutaneous coronary intervention procedure, catheter pull back difficulties occurred. The physician placed a coronary catheter in the lesion and then attempted automatic pullback, but the motor drive unit did not retract the catheter. Manual pull back was attempted and successful, so the procedure was completed with this device. No patient complications were reported and the patient's status is stable.